Event description:
Event description boston scientific received information that during a device replacement procedure, this right ventricular lead was abandoned surgically due to impedance measurements greater than 2500 ohms. The cause was suspected to be from clavicular crush of the lead.